Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had the purge disc slot partially detach from the aic and was noted to be loose. There was an error message of ¿purge disc not detected¿ when attempting to prime the impella. The aic was replaced successfully. There was no patient involvement.

Manufacturer narrative:
The investigation into the aic - shutdown or restart issue has been completed since the original report was filed. Analysis of the imc logs confirmed that purge disc not detected alarms were issued on the reported occurrence date. The console was tested after arriving. The clinical staff reported that the purge retainer was partially detached from the automated impella controller (aic) but upon visual inspection of the console it was discovered that the purge retainer was completely broken and missing. The cause of the issue was a broken purge retainer.